Manufacturer narrative:
(B)(4).

Event description:
The pt had a seizure. The pt was lethargic. The hcp planned to have the pump interrogated. The pump contained baclofen 2,000 mcg/ml. Add'l info has been requested from the hcp, but was not available as of the date of this report.